Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
Rp.012759¿ the dentist reported that 4 years and 6 months after dental implant was installed in intraoral region 30#, its loss of osseointegration was observed. Sixty ncm of primary stability was achieved, the patient presented bone type ii and biomechanical overload has occurred.